Event description:
The customer reported the system would intermittently fail to display a visible fluoroscopic live image on the left monitor. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration and performed adjustments to the system. The system operates as intended.